Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod ran 48 pulses (48 of which were first prime pulses) before being deactivated. It follows that the cannula assembly is in the appropriate state for this situation - undeployed. No deficiencies were found that would result in a needle mechanism failure.